Event description:
It was reported that a patient had change in therapy effect since (B)(6) 2015. The patient stated she used to be pain free but was experiencing ¿a lot of pain now,¿ the pump did not seem to be helping her pain at all. The patient had to get pain pills ¿on the side¿ to help with breakthrough pain. The patient believed there was something wrong with the pump, and indicated that her healthcare professional (hcp) did not understand that it was not working and she wanted assistance. The patient mentioned that currently the pump was ¿digging in my stomach and it hurts.¿ the pump was used to infuse dilaudid (hydromorphone). No intervention or outcome was reported for this event. Follow up was being conducted but had not been received at the time of this report. If additional information is received a follow up report will be sent.

Event description:
Additional info received reported that the patient was still having device or therapy concerns but had an appointment on (B)(6) 2015 with a healthcare professional (hcp).

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).